Event description:
The explanted generator was returned to the manufacturer. Analysis was completed. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was reported that the patient was referred for vns generator and lead replacement surgery due to an unknown reason. Follow-up with the treating neurologist revealed that high impedance was found on (B)(6) 2014 which was the reason for referral. There was no trauma or manipulation that occurred that was believed to have contributed to the high impedance. X-rays were taken, and it was reported that no obvious lead break was found and lead appears to be ¿correctly placed¿ into the generator. Device was subsequently turned off on (B)(6) 2014. The patient had surgery on (B)(6) 2014. The surgeon removed the lead pin and reinserted the lead pin into the generator. Lead impedance upon diagnostics were within normal limits at 3300 ohms. However, the surgeon elected to replace the generator, and diagnostics were again within normal limits at 3230 ohms impedance value. The generator is expected to be received, but has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.